Manufacturer narrative:
D4: added product information. H6: corrected the following: component code, type of investigation, investigation findings, investigation conclusions. The reason for the reported event in case: (B)(4) cannot be confirmed from the information provided but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided and the devices were not available for evaluation.

Manufacturer narrative:
H11. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that the patient was implanted with a truliant device on the left knee, with no revision surgery reported. It is stated the patient has suffered the following injuries and complications: pain and suffering. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.